Event description:
It was reported when using the tube pms plh 13x75 3.0 plbl lim ce, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 1-filling problem: yesterday, we had a problem with filling the barricor tube during a sample: the patient (beautiful vein!) Having been taken several times by 2 different people the aspiration is actually a little different to the sample with the mechanical separator but there, the tube was not filling! .

Manufacturer narrative:
Investigation: bd did not receive samples and photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and no issues were observed relating to underfill as all samples met specifications. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube pms plh 13x75 3.0 plbl lim ce, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 1-filling problem: yesterday, we had a problem with filling the barricor tube during a sample: the patient (beautiful vein!) Having been taken several times by 2 different people the aspiration is actually a little different to the sample with the mechanical separator but there, the tube was not filling! .